Manufacturer narrative:
Internal report #(B)(4). Meter not returned for evaluation. Returned test strips evaluated. Qc investigation on 12/4/2017 resulted in defect found; returned test strips produce lo readings. Black chemistry observed. Final root cause investigation has been completed. Other root cause: black chemistry due to improper storage note: manufacturer attempted to establish contact with the report source and obtain more information in order to clarify the complaint and find out the outcome while product was used- unable to establish contact at this time. International complaint contact information: (B)(6).

Event description:
International complain received via email. Consumer reported complaint for lo blood glucose results. International distributor in (B)(6) emailed on behalf of the customer. The customer is concerned with results obtained of lo. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 2018/05/27 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Reported 3 defected truetest test strips, which showed lo as result and black color coloration. It makes differences from other strips. This defect has never occurred until this time.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user's test strip had poor storage note: manufacturer attempted to establish contact with the report source and obtain more information in order to clarify the complaint and find out the outcome while product was used- unable to establish contact at this time. International complaint contact information: (B)(6).

Event description:
International complain received via email consumer reported complaint for lo blood glucose results. International distributor in (B)(6) emailed on behalf of the customer. The customer is concerned with results obtained of lo. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 2018/05/27 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Reported 3 defected truetest test strips, which showed lo as result and black color coloration. It makes differences from other strips. This defect has never occurred until this time.